Event description:
Customer reported unexpected negative reactions with a patient sample containing anti-kell when tested with capture r ready screen (crrs) 4.

Manufacturer narrative:
The reactivity of the k antigen was confirmed on the returned crrs 4 lots k197 and k198. The patient sample was tested with returned crrs 4 lots k197 and k198 and gave negative reactions. The customer's complaint appears to be related to the nature of the sample.